Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A field service engineer (fse) went to site to troubleshoot issue on 1/11/2016. Replaced bulkhead connector in response to intermittent transfer failure. Also added pigtail adapter to bulkhead connector. System was tested and passed. No part returned to manufacturer so no evaluation could be completed. No further issue reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system was having intermittent connection issues with the s7. When they wiggled the network cable around they were able to regain connection and transfer scans for navigation. They tried multiple cables with no resolution. There was no patient present when this issue was identified.